Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on one side of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the right atrium and the catheter was inserted, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.